Manufacturer narrative:
Problem code 1069 captures for the reported event of guide catheter broken. Product analysis: a visual evaluation of the returned naviflex rx delivery system was performed, the stent was not returned for analysis. The push catheter was found bent/kink in the proximal and distal sections and it was found torn at the proximal section. Also the pull wire was observed dislodged of the catheter. Additionally, a jagwire was found stuck in the delivery system, it was stuck due to the coating at distal section of the jagwire being buckled/damaged which caused the guidewire to become caught in the guide catheter. In order to inspect the guide catheter, the distal portion of the push catheter was cut and it was confirmed that the guide catheter was detached and it was not returned for analysis. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance. Patient anatomy and customer maneuvering or handling during the use of the device can lead to bent/kinks to along of the device. This device condition could be cause resistance due to friction between the components at the moment to retract the pull wire, continued attempts to deploy the stent or force applied retracting the pull wire in order to release the stent can tear the push catheter and cause the pull wires to get dislodged and the guide catheter detached. Based on the information available and the analysis performed, the investigation conclusion code for the reported failure will be documented as 'adverse event related to procedure' since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, based on the information available and the analysis performed, the investigation conclusion code for the reported failure will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was use during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the naviflex delivery system was being used to deploy a competitor's plastic stent for which it is not indicated. During attempted deployment, the pull wire could not be retracted and the inner catheter appeared to be advancing up into the bile duct. Reportedly, the whole delivery system was removed, on examination, it was found that the hydra jagwire jacket had been stripped, naviflex catheter was buckled, and the leading portion of inner catheter was broken. The inner guide catheter remained within the push catheter allowing the entire delivery system to be removed in one piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was use during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the naviflex delivery system was being used to deploy a competitor's plastic stent for which it is not indicated. During attempted deployment, the pull wire could not be retracted and the inner catheter appeared to be advancing up into the bile duct. Reportedly, the whole delivery system was removed, on examination, it was found that the hydra jagwire jacket had been stripped, naviflex catheter was buckled, and the leading portion of inner catheter was broken. The inner guide catheter remained within the push catheter allowing the entire delivery system to be removed in one piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.